Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/26/2017 with the following findings: cracks were found in the battery compartment from the threads to the left of the grip pad, and the below grip pad to the case seal. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 10/26/2017.